Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved enduser alleges sam300p unit will not power pn with padpak lot#b1218 expiry 2019; green status indicator light is flashing but unit will not power on; non fsca unit.

Event description:
There was no patient involved enduser alleges sam300p unit will not power pn with padpak lot#b1218 expiry 2019; green status indicator light is flashing but unit will not power on; non fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed evidence of sun bleaching on the graphic layer of the membrane and the upper-case assembly. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and failed a self-test, before successfully passing a self-test less than a minute later. This would suggest the pad-pak was incorrectly seated initially. The device continued to perform all weekly auto self-tests up to and including the last log entry prior to receipt at heartsine on the (B)(6) 2018. During the above period the device records multiple occasions when the temperature drops below the minimum recommended stand-by temperature of 0°c, with a low of -4.7°c recorded. The returned pad-pak was inserted into the device and successfully passed an auto self-test. The device could only be power on when significant direct pressure was applied to the on/off button, and the device successfully passed a self-test. The device power off when significant direct pressure was applied to the on/off button. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The membrane was replaced with a known good membrane. The returned pad-pad was inserted into the device successfully power cycled on multiple occasions without fault. The on/off button operated as expected. This confirmed the fault with the original membrane. The returned membrane was then scrutinised. The top layers of the membrane were peeled back in order to inspect the on/off and shock domes. On visual inspection, corrosion was observed on the underneath of both the on/off dome and shock dome. This would suggest the device had been subject to moisture ingress caused by adverse storage, resulting in corrosion within the membrane. This would have prevented good electrical contact between the domes and the tracks and would account for the need for significant direct pressure to be applied to operate both buttons. The corrosion within the membrane, along with the sun bleaching observed on the graphic layer of the membrane, and the out of range temperatures recorded in the history log would indicate the device had been stored in adverse conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with sam 350p.